Manufacturer narrative:
On august 5, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient who underwent primary breast augmentation with two 525 cc mentor smooth round moderate profile saline breast prostheses, suffered left breast implant deflation, post-operatively. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2020 with the following devices: (left) 700 cc mentor smooth round moderate profile saline catalog: lot: 7360112 sn: (B)(4) and (right) 700 cc mentor smooth round moderate profile saline catalog: lot: 7479538 sn: (B)(4).

Manufacturer narrative:
On september 3, 2020, the product investigation was completed. Device investigation summary: during a visual examination of the device a tear was observed on the anterior and extending to the posterior aspect measuring approximately 12.6 cm, also two (2) areas of missing material (1 and 2) were observed in the anterior view , the area number 1 , measuring approximately 0.1 cm x 0.2 cm and the area number 2, measuring approximately 0.2 cm x 0.2 cm. Microscopic examination in the all tears edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).